Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting and repaired a low vacuum issue. Siemens is investigating the event. MDR 2432235-2022-00284 was filed for the same event.

Event description:
The customer informed siemens of a discordant hepatitis b surface antigen (hbsii) result obtained on a patient sample on an advia centaur xpt system. The customer stated that initial result was not reported to the physician(s). The customer used the same patient sample and system to perform repeat testing and noted the repeat results differed from the initial result. The customer informed siemens that it is unknown which results (nonreactive or reactive) are considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant hbsii result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00288 on 25-oct-2022. Siemens filed the first supplemental MDR 2432235-2022-00288_s1 on 23-nov-2022. Additional information (12-dec-2022): siemens investigated the advia centaur xpt hepatitis b surface antigen ii (hbsii) sample imprecision and reviewed the instrument and event data, including actions performed by the siemens customer service engineer (cse). The cse performed troubleshooting on the advia centaur xpt system and observed a contamination issue. The cse performed decontamination on the base and acid fluid lines. Quality controls (qc) testing was performed, and the results were successful. The system was verified and operational post-service intervention. The cause of the discordant hbsii results was the malfunction of the acid pump and contamination of the acid and base fluid lines. The system is operating as specified. No further evaluation was required. Section h6 is updated to reflect a new investigation conclusions code. MDR 2432235-2022-00284_s2 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00288 on 25-oct-2022. Additional information (04-nov-2022): service performed by siemens customer service engineer (cse) included: checking the wash1, water, acid/base distribution probes, and luminometer module. A wetwater, wetwash1, and dry test run were performed, and there were errors with the dry and wetwater tests. The cse performed decontamination of the base and acid lines and resolved the issue. Additional services included replacing the acid pump and sampling the water at the water station, water tank, reagent probe 3, and auxiliary probe. There were no issues with water sampling. The advia centaur xpt system performed as expected post-service intervention, and quality controls were acceptable. The customer provided the gender and age of the affected sample ID. (B)(6): male, 38 years old. Siemens is investigating the event. MDR 2432235-2022-00284_s1 was filed for the same event.

Event description:
The customer informed siemens of a discordant hepatitis b surface antigen (hbsii) result obtained on a patient sample on an advia centaur xpt system. The customer stated that initial result was not reported to the physician(s). The customer used the same patient sample and system to perform repeat testing and noted the repeat results differed from the initial result. The customer informed siemens that repeat results are considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant hbsii result.

Manufacturer narrative:
Siemens filed the initial MDR on 25-oct-2022. Siemens filed the first supplemental MDR on 23-nov-2022. Siemens filed the second supplemental MDR on 21-dec-2022. Additional information (30-dec-2022): the customer provided additional information regarding the repeat test results and noted the event caused a delay of two days. Sections b5 and b6 are updated to reflect the new information. MDR 2432235-2022-00284-3 was filed for the same event.